Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4); (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the tether of the delivery system was unable to be fully removed after being cut. After removal, it was noted that there was a looped knot on the tether. It was also reported that the leadless implantable pulse generator (ipg) device dislodged in the introducer while being withdrawn within the patient¿s leg. A guidewire was used to pull the device out of the introducer. A new delivery system and device were used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.